Manufacturer narrative:
According to the technician's statement, the whole device was replaced. The repair of the device was handled by the third party service and no more information will be provided. There was no on-site visit by our technician. Unfortunately, the device's logs and information about repair have not been provided, no further analysis has been possible. As the solution is unknown the cause of the reported event has not been determined.

Event description:
It was reported that the ventilator generated an alarm during use and tidal volume showed zero. There was no patient harm. Manufacturer's ref. #:(B)(4).